Event description:
It was reported that while implanting a preloaded intraocular lens (iol) the cartridge burst. Doctor had to take a new lens. Cartridge tip was in contact with the patient's eye. No patient injury was reported. We learned through follow up that it was the tip of the cartridge that burst. No further detail was provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: implant date: n/a, lens was not implanted. Section d6b: explant date: n/a, lens was not implanted. Section e1: telephone number: (B)(6). Device evaluation: a photograph provided by the customer was evaluated. The photograph displayed the suspect product with the lens stuck in the tip of the cartridge. Based on the photograph quality, any issues with the cartridge or cartridge tip could not be identified. Due to no product received, no further evaluation could be performed and no further issues could be identified. The complaint issue "cartridge tip cracked/damaged" was not identified during photograph evaluation. The other observed issues during the photograph evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.